Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; rod was inspected and found that it was fractured. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The plausible root cause of the event is determined to be not using connector or interbody and stress resulting from day to day activity and non fusion.

Event description:
It was reported that; routine follow up CT, and when viewing the images realized bilaterally the rod broke

Event description:
It was reported that; routine follow up CT, and when viewing the images realized bilaterally the rod broke